Event description:
It was reported that a scheduled transmission showed recorded anti tachycardia response episode displaying oversensing. The lead remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted. Should additional information become available this investigation will be updated.